Event description:
It was reported that during surgery, a large chuck with key drilling speed was difficult to turn. No delay in surgery occurred and a spare device was available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. Additional evaluation was conducted. The report indicates that the device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. A service history review was performed. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Placeholder.